Event description:
A malfunction was reported on the customer's pump; no notable events occurred prior to the malfunction. There was no reported impact to the customer's blood glucose level exceeding 500 mg/dl as the caller declined to answer. The customer expressed uncertainty about the type of backup therapy to use at work. Technical support arranged for a replacement pump with updated software to be sent to the customer and provided training access via the tandem source account. Instructions were given to put the faulty pump into storage mode and return it within 10 days using a pre-paid label, and the customer acknowledged these steps.